Manufacturer narrative:
The concentrator was returned and the results of an evaluation are pending. There was no injury or property damage alleged with this event. The end user has already received a new unit. This record is being filed in an abundance of caution due to the allegation of an internal fire. When the evaluation results become available, a supplemental record will be filed.

Event description:
Dealer states last night they got a call from a customer who reported a concentrator fire. She states they exchanged it already. Dealer states there are two places that you can see damage internally. She states right below the flow meter, there are holes in the plastic and there and one is down looking at the front the right side towards the bottom. She states externally all you see is one spot on the front below the flow meter. She states the end user claim they do not smoke but there appears to be nicotine inside of the case. She states they were in another room and she was using the concentrator and they smelled something burning and the son that grabbed the unit and threw the unit outdoors. The dealer states the house is very filthy and the concentrator was on 5 lpm all the time even though her prescription is for 2 lpm. She states there were no reports of property damage. She states there are approximately 4800 hours.

Manufacturer narrative:
An expanded evaluation was completed on the concentrator. It was confirmed for having excessive heat damage internally and melting on the face plate. During functional testing the unit was turned on and ran for 30 seconds, then it shut down with an alarm indicating low pressure due to an air leak. It was determined that the hour meter was the source of heat. The supplier has been made aware of the issue. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
A response was received from the hour meter supplier. The supplier concluded that the hour meter was not the source of heat. All internal components of the hour meter were intact and undamaged. After further evaluation of the concentrator, there was no evident component damage that caused or contributed to the event. All components performed within specification and didn't appear to be the heat source. Therefore, with the most recent findings it is believed an external heat source initiated the events that caused all the heat damage.